Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The patient's medical history included grand multiparity, vaginal hemorrhage and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: no free spillage of contrast is seen within the pelvis with bilateral essure devices in place. Pathology test on (B)(6) 2019: uterus with cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: leiomyoma with infarct, and adenomyosis, myometrium. Secretory phase endometrium, benign. Focal acute and chronic inflammation, endo cervix. Ectocervix, no histopathologic abnormality. Fallopian tubes, right and left, no histopathologic abnormalities; foreign body intra tubal contraceptive devices in place. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The patient's medical history included grand multiparity, vaginal hemorrhage and uterine fibroid. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no free spillage of contrast is seen within the pelvis with bilateral essure devices in place. Pathology test - on (B)(6) 2019: uterus with cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: leiomyoma with infarct, and adenomyosis, myometrium. Secretory phase endometrium, benign. Focal acute and chronic inflammation, endo cervix. Ectocervix, no histopathologic abnormality. Fallopian tubes, right and left, no histopathologic abnormalities; foreign body intra tubal contraceptive devices in place. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.